Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump would stop after ten minutes and alarm dose done "even though the bag was full". They stated the rate was 265 ml/hr, however, no dose information was provided. Mmd did not follow up with the initial reporter. When the complaint was made, they stated that the complaint occurred during testing and there had been no effect on a patient. They also stated that no additional information was available. Complaint (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information an MDR would not have been required.

Event description:
The initial reporter stated that the pump would stop after ten minutes and alarm dose done "even though the bag was full". They stated the rate was 265 ml/hr, however, no dose information was provided. Mmd did not follow up with the initial reporter. When the complaint was made they stated that the complaint occurred during testing and there had been no effect on a patient. They also stated that no additional information was available. Complaint (B)(4).